Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was revised for an unspecified reason. The device remains in service and the associated electrode was removed from service as it was damaged during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently removed due to patient discomfort. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.